Manufacturer narrative:
(B)(4). Complaint investigation concludes the event is unlikely related to the fmc device. Device was not returned to the manufacturer and no investigation was conducted. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) newton cycler that dialysis solution is leaking out the cassette and into the cycler. There is no known patient ill effect.